Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As additionally reported to coloplast, though not verified, the patient also experienced a sensation of incomplete emptying, dyspareunia, pelvic floor tension/ spasm spreading towards pudendal and obturator nerve entrapment, stress urinary incontinence and muscle pain.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report, and CAPA. No ncs nor CAPA's were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
As reported to coloplast though not verified, the patient had an altis device implanted in (B)(6) 2023. Following implant, the patient has experienced: right lower quadrant pain, vaginal pain, yeast infection, left lower quadrant/ hip and leg pain and intermittent vaginal irritation/ discomfort with prolonged sitting.

Event description:
As additionally reported to coloplast, though not verified, the patient also experienced scar tissue and underwent urethral sling removal, injection of botox into pelvic floor muscle and cystoscopy under general anesthesia